Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the distal body broken, the segment corroded, the control body corroded, the deflector washing socket deformed, the down pulley wire worn out, the left pulley wire worn out, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of bending rubber missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0581 (bending rubber)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.